Manufacturer narrative:
The device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test alarm. The customer¿s blood glucose level was 136 mg/dl. It also reported that the customer received failed battery test after tightened the insulin pump. The insulin pump will be returned for analysis.